Manufacturer narrative:
(B)(4) side car - rx pushback. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during a removal of bile duct stone procedure performed on an unknown date. According to the complainant, during the procedure, the side car-rx (guidewire port) was push back and torn. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual analysis of the returned device revealed that the side-car rx presents pushback. Further evaluation also revealed that the side-car rx has residues solidified and the distal end was torn. The evaluation concluded that during procedure manipulation of the device, and the interaction with the scope or the interacting with other devices most likely contributed to the side car-rx pushback and tear. Due to anatomical /procedural factors encountered during the procedure performance was limited. Therefore, the most probable root cause is "operational context". A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during a removal of bile duct stone procedure performed on an unknown date. According to the complainant, during the procedure, the side car-rx (guidewire port) was push back and torn. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.